Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has previously caused or contributed to pt injury. Device issue: failure to deflate. It was reported that the stent was implanted in the pt's right coronary artery and when they went to remove the balloon, it would not deflate. Everything had to be removed with the balloon still inflated; the balloon was between 11 and 12 atm. The pt is reportedly fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own labeling of abbot vascular's drug eluting stent in the us.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation time of the balloon. This met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that after the promus stent was implanted, the balloon would not deflate and everything including the stent the delivery system (sds) was removed as a single unit. In this case, the sds was prepped and the stent deployed without issue. Difficulty to deflate the balloon can be affected by numerous factors including, but not limited to, a kink or blockage in the lumen, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. The used inflation device was not returned for analysis and the pt anatomy was not described, which may have assisted in the investigation. Analysis of the sds noted blood visible in the guide wire lumen and on the loosely folded balloon. Also, there was contrast visible in the inflation lumen and in the balloon. This is consistent with the preparation of the device, insertion into the body, and pressurization, as reported. However, functional testing during the product analysis found that the deflation times were well within manufacturing specification. Additionally, no damage was noted to the sds upon visual inspection. To help ensure that this is not a result of a manufacturing issue, a sampling of units from every lot is destructively tested to verify device inflation and deflation. In this case, a conclusive root cause for the failure to deflate could not be determined, although there are no indications of a product quality issue. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. This MDR is considered closed by the product performance group.